Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the treatment application was opened, service code 580 occurred. It was stated that the recharger application was not opened, and only the treatment application was opened. It was advised to close all applications and launch only the recharger application to check the charging progress. When an inquiry was made about service code 580, the lead was connected and in the hospital, treatment was being considered. It is unknown if there are any patient/external/environmental factors that may have contributed to this event. No symptoms were reported. Additional information was received from the manufacturer representative (rep) that it is unknown if there was a device issue, patient/therapy issue, procedure issue, etc. The patient was hospitalized because the lead connection was disconnected and he was considering treatment. No actions were taken. It is unknown if it is resolved or not. However, there is no reproducibility. Additional information was received stating that the the patient was in the hospital because the lead connection was disconnected and he was considering treatment. The system was not intentionally turned off, connect out with the implantable neurostimulator (ins) instead of lead fracture. No surgical intervention has been done at this time. Additional information was reported stating that the patient was hospitalized because the patient developed parkinson's disease symptoms due to the stimulator not being charged.